Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the guidewire exhibited difficulty being removed from the lead. It was suspected that the left ventricular lead connector tip was pulled out while attempting the removal of the guidewire. The lead was not used and replaced successfully. The patient was in stable condition.